Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving several shocks. It was noted there were over 49,000 episodes, mostly of non-sustained ventricular tachycardia (nsvt). Anti-tachycardia pacing was delivered during one of these episodes, which organized the patient's premature ventricular contraction (pvc) into an arrhythmia. Six shocks were delivered in the ventricular tachycardia zone and then therapy was exhausted. The patient's rhythm most likely broke on it's own. There was loss of right ventricular (rv) capture noted. The threshold measurements were 3 volts and rv amplitude was 3.5 volts; therefore, it was changed to 5.5 volts. The impedance and sensing measurements were acceptable. Technical services (ts) discussed programming changed to mitigate the issue. The field representative indicated the physician chose to have a monitor only zone up to 200 beats per minute (bpm) with shocks only above 200 bpm. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.